Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter was displaying an 'error 2' message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged error message began to appear on the morning of (B)(6) 2012. The cca noted that the patient reported manages her diabetes with a combination of oral medication (glyburide) and insulin (lantus and humalog). It is not known if the patient made any adjustments to her usual diabetes management regimen due to the alleged error message appearing. The patient reported feeling dizzy a day after the issue started and claimed that a couple of days after the issue began she was treated with 46 units of rapid acting insulin by an hcp during an ER visit. The patient confirmed her blood glucose was tested with a laboratory device at the time of the ER vision; however, the patient did not recall the reading. At the time of troubleshooting, the cca noted that the subject meter displayed the error message when it was manually powered on. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly treated for hyperglycemia by an hcp after the alleged meter issue began.